Manufacturer narrative:
The customer's device was not returned to stryker for evaluation. A customer quality engineer determined that the likely cause of the reported issue of voice prompts do not begin when the lid is opened was due to a depleted battery from the missing lid magnet. A root cause for reported issue of missing magnet in the lid could not be determined.

Event description:
A customer contacted stryker to report that their device was missing its lid magnet and would not provide audio prompts. In this state, the device would not detect the lid being opened or closed, and therefore would not automatically power on or off which can lead to a use error resulting in a failure to deliver defibrillation. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient which could delay therapy. There was no report of patient use associated with the reported event.

Event description:
A customer contacted stryker to report that their device was missing its lid magnet and would not provide audio prompts. In this state, the device would not detect the lid being opened or closed, and therefore would not automatically power on or off which can lead to a use error resulting in a failure to deliver defibrillation. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient which could delay therapy. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The customer will receive a replacement device. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.